Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump passed the displacement test, rewind and basic occlusion test. No unexpected low reservoir alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported receiving a low reservoir alarm on the insulin pump and stated that he was unable to clear the alarm. Customer stated that he put in his carbs and the numbers on the insulin pump were scrolling. Customer removed the batteries and received a failed battery test. Customer also mentioned that the keys on the insulin pump were unresponsive. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.